Event description:
"Caller alleged discrepant results compared with the doctor's poc meter. Results as follows:" date (B)(6) 2012, inratio 1.4, doctor's poc meter 2.8. Therapeutic range: 1.7 - 4.4 (doctor's rep was not sure if this was correct).

Manufacturer narrative:
Investigation pending.